Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the sureform 60 blue reload to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when firing a sureform 60 blue reload, not all staples from the reload were applied to the tissue. The procedure was completed and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event occurred during the 2nd reload fire of the procedure. The tissue being stapled during this event was the stomach. No error messages were received when this event occurred. There were no holes or gaps observed with this staple line; only the staple seam shape at the end of the magazine was not perfect for 5 mm, and sometimes a row remained open without leaving holes in the fabric. There was no bleeding due to this event. The patient did not experience any post-operative complications and is currently in a regular postoperative course and discharge. There was a procedure delay of 5-8 minutes. The reload is available for return to isi for evaluation, but the instrument is not available for return.